Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels had dropped to 29 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had a minor seizure and difficulty speaking. The patient reports calling the paramedics to be taken to the hospital. Once at the hospital emergency room the patient was treated with oral injections of glucose. The patient was at the hospital emergency room for 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x1c expiration alarm. The pod was confirmed to have run for 80 hours. No damages or deficiencies were observed. The pod functioned as intended.